Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported a right side infection. Device remains implanted.

Event description:
Healthcare professional reported a right side infection. Device remains implanted.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance.given the fact that the cause of the infection cannot be specifically associated to the manufacturing process no corrective action is deemed necessary at this time